Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse discovered that the probe rinse block was misaligned attributing to the leak. The fse realigned the probe rinse block resolving the reported leak. Service activity performed and was verified to meet the specified requirements per established procedures. The instrument was verified to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported less than 1ml of bloody fluid had leaked under the blood sampling valve (bsv) of the coulter lh 780 hematology analyzer; the leak was contained within the instrument. The instrument also generated probe obstructed errors at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.